Event description:
Healthcare provider reported a right side deflation and exchange of textured devices due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed 3 openings assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: observed creases on the surface of the device. Observed yellow particles inner the surface of the device. Observed white calcification on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare provider reported a right side deflation and exchange of textured devices due to patient's concern with product. Device has been explanted and replaced.